Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 3/18/2016 that a customer had an issue with a feeding set. The customer states the tube that protrudes from the bag to the connector, dislodged from the connector. The tube dislodged at the point of the purple christmas tree connection. The customer used another bag with no further problem.

Manufacturer narrative:
Submit date: 06/07/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample was visually evaluated. During evaluation, it was found that the purple enfit female connector detached from the bushing pvc tubing. There seemed to be a lack of cyclohexane adhesive. The root cause was found to be related to the drying process at the manufacturing plant. The drying time of the adhesive was not properly maintained. Lack of adhesive between the brushing tubing and female adapter was present after drying in the fixture. A quality alert was generated to notify the manufacturing personnel. The visual aid and manufacturing procedure were updated to assure that cyclohexane will be applied correctly on the tube and also will assure the correct process of assembly drying. If additional information is received at a later date, the complaint will be re-opened and the investigation updated. This complaint will be used for tracking and trending purposes.